Manufacturer narrative:
Method - visual inspection, mfg record review, complaint history analysis and risk assessment. Results - visual inspection: the returned screw was visually inspected and signs of mechanical wear were observed on the surface of the threads. Mfg record review: no discrepancies noted. Complaint history analysis: 19 complaints involving 21 screws relating to post-operative screw back-out from plate. Investigations into past complaints concluded that the incidents were the result of user-error i.e. Over-angulation of screws and screw not fully seated below the locking-ring. Risk assessment: unanticipated revision surgery. Conclusion: the failure is believed to be the result of the screw not being fully seated below the locking-ring. The reflex-hybrid surgical technique states that in addition to the tactile sensation of the locking-ring closing over the bone screw head, final screw locking should also be confirmed visually with the ring being clearly visible over the bone screw head. Report is filed on the screw. Two plates and 5 other screws are also part of the construct and remain implanted in the pt. If product becomes available and the results of the engineering analysis reveal any product issue, separate reports will be filed at that time for the plates.

Event description:
After operation of reflex, one screw was back out. The date and other info of primary operation was unk, because it was done at other hospital. The surgeon has the doubt in the rocking system. The bone fracture was cured, but the screw which back out interferes with the gullet, then the extraction operation is planned this month.